Event description:
On (B)(6) 2025, a patient underwent for port placement procedure using MRI p port isp - groshong. On (B)(6) 2025 seven-day post port placement procedure, there was no resistance to injection but no backflow when tried to inject the drug solution. Additionally, there was extravascular leak / extravasation after the procedure. The current status of patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A longitudinal split was noted on the attached catheter approximately 5.7cm from the distal end of the cath-lock. The edges of the longitudinal split were noted to be uneven. The surface could not be determined as additional damage would be caused in area. Upon infusion, a leak from the longitudinal split on the attached catheter was observed. Aspiration was attempted and was successful as water fully returned to the attached syringe. Therefore, the investigation is confirmed for the reported leak and identified fracture issues. However, the investigation is inconclusive for the reported suction issue as the sample evaluation results indicating no difficulty under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for port placement procedure using MRI p port isp - groshong. On (B)(6) 2025, seven-day post a port placement procedure, there was no resistance to injection but no backflow when tried to inject the drug solution. Additionally, there was extravascular leak / extravasation after the procedure. The current status of patient is unknown.